Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system cannot startup. Fse has performed functional analysis and identified that the single board computer was failing. To resolve the issue, fse has replaced the single board computer. After replacing the single board computer, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. System was not in clinical use. After several restarts, the issue has been disappeared. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that single board computer was failing. The single board computer has been replaced that the system was returned to use in good working order.